Event description:
It was reported that in (B)(6) 2014 the customer experienced irregular blood glucose levels for multiple weeks. The customer noted significant air bubbles and gaps during the cartridge load process. The pump was exchanged and the customers blood glucose levels stabilized.